Event description:
It was reported that the patient was not getting stimulation coverage in the back. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted paddle lead was not returned as it was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022.